Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d8, b5, h6, e1 (email), h3. (Type of investigation, investigation findings, component codes, medical device ¿ problem code, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that based on inspection a failure in the power module or circuit board is the issue. However, the customer still needs approval before the repair can proceed. Should more information become available or repairs be done then the record will be updated accordingly.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) could not operate on ac power and only ran on the battery. There was patient involvement and no injury or harm reported.

Event description:
It was reported that, cardiosave, intra-aortic balloon pump (iabp) could not charge. Inspection revealed a fault in the power module or circuit board. No harm or injury to the patient was reported.

Manufacturer narrative:
Due to characterization limit e1: event site address: (B)(6). A supplemental report will be submitted upon completion of our investigation.